Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The ffb pcb assembly was cleaned and reseated. Associated power supplies were also evaluated and confirmed to be operating within pre-determined specifications. The system was tested and found to be working as intended and put back to service.

Event description:
The customer reported that the system experienced an un-commanded collimator cone down. There is no report of a patient injury or death associated with this event.